Event description:
Same case as MDR #6000089-2006-01266. It was reported that during a coronary artery drug eluting stenting treatment procedure, the shaft broke. The target lesion was located in a severely tortuous and severely calcified segment of the left anterior descending (lad) coronary artery. The lesion was predilated using a maverick and a quantum maverick balloons. The physician attemtped to deliver a 2.5x12mm taxus express2 drug eluting stent with excessive force when the proximal portion of the shaft broke outside of the pt . The physician pulled the device back out of the pt with no complications. The physician then attempted to deliver a 2.5x8mm taxus express2 and again the shaft broke at the proximal portion. The physician was able to pull this device back out of the pt. The physician then dilated again using a quantum maverick and completed the case using two other taxus express2 stents. There were no pt complications and pt condition was reported as ok.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.